Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # 603d00. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the knife was visually inspected and no anomalies were noted. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 603d00, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows several medical devices on a table. An anvil with only anvil half washer properly cut and also two pieces of tissue were observed. Based on the photo no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined since the washer could be observed properly cut. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please describe where the sigmoid blowout occurred? Large hole in sidewall of both stumps. Refer to picture I submitted. Were the two washer fragments retrieved from the patient? Two washers present within stapler housing. Unusual noises heard when firing the device? No. Were there any usage of clips in or around the anastomosis? No. What was the proximity to the pathology in question? Unknown. 1. Please provide the account/facility name: (B)(6). 2. How was the case completed? Side to side anastomosis. 3. Could you please clarify if there were any patient consequences? Was able to repair, but major case delay. 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Unsure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, firing of the eea - the entire side wall of the sigmoid was blown out. Two washer fragments and zero doughnuts. Just large oblique pieces of tissue. There was a 75 mins of surgical delay was reported.